Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a solicited report by a (B)(6) of possible sterile peritonitis in a male patient coincident with dianeal unknown bag therapy. On an unreported date, the patient began treatment with dianeal unknown bag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unspecified date in 2010, the patient experienced possible sterile peritonitis. On an unreported date in (B)(6) 2010, the patient was hospitalized and treated for three days with hospital stock fluids. It was unknown whether dianeal therapy was ongoing or whether the event of possible sterile peritonitis had resolved. The nurse did not provide a statement of causality for the event of possible sterile peritonitis.